Event description:
A register nurse reported that a cycler can't turn on issue occurred once, about a month ago. There was no patient involved. Display was blank. Replaced cycler due to can't turn on cycler. Upon patient follow-up it was determined the patient was able to complete treatment. There was no patient harm or adverse event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. The voltage check passed. The functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. There were no other visual discrepancies found during the internal inspection.. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.